Event description:
During primary surgery surgeon had difficulty inserting the psl cup, surgeon decided not to open a second cup and to cement the original cup in place. Approximately 6 months later, the cup had come away from cement mantel and slipped down out of acetabulum. The patient was revised due to pain, difficulty walking.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The "difficulty inserting the psl cup" on (B)(6) 2011 is reported under MFR # 9616680-2012-00170.